Manufacturer narrative:
During the index procedure the coil embolization was assisted with an enterprise vrd ((B)(4)) and the target site was the left middle cerebral artery. The patient's medical history consisted of hypertension, left middle cerebral artery aneurysm, and a clipping of left middle cerebral artery aneurysm (details unknown). The unruptured fusiform aneurysm neck was 20.0mm, and the neck to sac ratio was 20.0:20.0mm. The parent vessel size diameter proximal was 4.0mm and distally was 2.5mm. The mrs on (B)(6) 2010 was 0, on (B)(6) 2010 was 2, on (B)(6) 2011 was 1. The act was not performed pre and post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 95% after the procedure. At the time of one follow-up angiogram (on (B)(6) 2012), the aneurysm neck was 20.0mm, and the neck to sac ratio was 20.0:20.0mm. The parent vessel size diameter proximal was 4.0mm and distally was 2.5mm. The occlusion rate of aneurysm was 90%, mrs on 3/8/2012 was 2. Prior to implanting the vrd, roadmaster/goodman, (B)(4) (lot unknown), chikai/asahi (B)(4). Other devices utilized during the procedure were, excelsior sl10, radifocus gt gw/terumo, four hel10102020(lot unknown), two hel10081520(lot unknown), (B)(4) (lot unknown), three cdf10072030(lot unknown), four cdf10061230(lot unknown), eleven ed coils, two cdf10051530 (lot unknown), two cdf10051530 (lot unknown), two cdf10051030 (lot unknown), (B)(4), three 637cf0615 (lot unknown), (B)(4) (lot unknown), three 637mf0410(lot unknown). No further info available. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event, which is associated with mfg report 1058196-2013-00023 and 1058196-2013-00024.

Event description:
The report from clinical study (B)(6) for patient with ID (B)(6) indicated that during the procedure there was perforation distal to the aneurysm site and cerebral infarction. While navigating the chikai guidewire (asahi intecc) to place the prowler select plus microcatheter (details unknown) along the target aneurysm, perforation occurred in the area peripheral to the target aneurysm (left middle cerebral artery). The patient developed hemorrhagic stroke as well as headache due to the perforation. Continuous infusion of calcium channel blockers were given to lower blood pressure. Also during the procedure the patient also developed fine movement disorder associated with the left-sided middle cerebral artery infarction. Action taken was administration of edaravone. The physician noted that although heparin had been administrated intra-procedurally, it was a long operation with some devices had been kept in the patient for long time and this might have effected on the event. The event outcome as of the date of three after the event was resolved without sequel, and the relationship of the event to the procedure was highly probable where as to the vrd was unknown.